Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they don't think their device is working anymore. Patient said they think the device hasn't worked for a good 6 months. Patient mentioned that they feel a pain going up and down around their hip and that something feels loose. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that "it's not working." The patient stated that they had put new batteries to the controller, but they felt that the problems was with the ins, and added that the implant was moving around. The patient said that they needed to find a healthcare provider (hcp) who could remove the implantable neurostimulator (ins) and replace it, because they could no longer contact their hcp. The patient also stated that it had probably been almost a year, since they noticed that the ins stopped working, and they had been trying for that long to get a hold of somebody who could help them. The patient added that at this point, it was bothering them and it hurt really bad. The agent sent them a physician listings, and documented reported events.

Event description:
Additional information was received from the patient. They clarified the statement of "ins not working and feeling something was loose" by indicating "device not working and there is discomfort where the device is located. Feels like it's moving." The cause of the ins not working/feeling loose/pain at ins site was not determined and no likely cause was provided by the patient. The patient noted the steps taken towards resolution as being "only steps taken were phone call to explain device is not working and is causing minor discomfort. I need advice on what to do. It's very difficult to go out because of leakage."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have the device for 9 years and it really hurts sometimes. Patient stated it hadn't worked for 6 months and they need a new one. The cause of the pain and device not working was not determined. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.